Event description:
New information received notes that the patient was discharged home in stable condition.

Event description:
It was reported, that the patient presented in emergency department, due to unrelated symptom. Upon review of transmission, it was found, that the right ventricular (rv) lead exhibited under-sensing, no capture, and low pacing impedance. Interrogation further confirmed, that the rv exhibited no capture and under-sensing. Programming changes were made initially, as the issues were suspected to be, due to the unrelated symptom. The rv lead later exhibited capture, but with high capture threshold. The rv lead was capped and replaced on (B)(6) 2023. The patient was recovering.